Event description:
On (B)(6) 2012 customer reported misloaded reagent packs on the laboratory's access 2 analyzer. While attempting to load a tsh reagent pack, the customer reported a cortisol reagent pack was loaded in the reagent carousel slot. The customer was not aware of any erroneous results generated as a result of the misloaded reagent packs. Service was not dispatched in response to this event. Customer technical support (cts) had the customer print an onboard reagent pack inventory and verify that the reagent packs listed in the software physically matched the reagent pack location in the reagent carousel. Customer stated 3 slots were listed as empty in the software, however, an unpunctured tsh reagent pack, an unpunctured cortisol pack, and a punctured pth pack were physically found in these slots. Due to the potential of erroneous results, the customer discarded the punctured pth reagent pack. Customer loaded the unpunctured tsh reagent pack and verified that the software showed 50 tests remaining. Customer attempted to load and scan the unpunctured cortisol reagent pack and received an error stating the reagent pack had been deleted. Cts and the customer resolved the issue. The failure mode for this event is pack misloading due to user error.

Manufacturer narrative:
(B)(4).